Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the insulin pump received replace battery alarm. The customer¿s blood glucose level was 240 mg/dl. Troubleshooting was performed and noticed that the issue reoccurred for multiple times. The customer mentioned that they did not receive a low battery alert prior to the replace battery now alarm. The insulin pump will be returned for analysis.